Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - litigation alleges that due to metal ions and particles being released into patient's blood, tissue, and bone surrounding the implant, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position. Update 11/20/2012 - medical records were received. Part/lot information was identified. Patient was revised on 8/21/2012. Medical records are available on external hard drive if needed for further review. Update 6/21/2016 - medical records received. Medical records reviewed for MDR reportability. Medical records reported that patient had a dislocation with closed reduction (B)(6) 2012. There were no reports of revision or lab results for metal ions within medical records reviewed at this time. Aspiration of hip completed with turbid fluid removed and tested. An unknown stem is being added to complaint for alleged high metal ions without lab results. The complaint was updated on: jun 30, 2016.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 10/4/16, 10/10/16 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and pain. Lab values have been provided for the alleged high metal ion levels. The part/lot is being updated for the stem. The complaint was updated on: 10/28/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.